Manufacturer narrative:
The samples are collected in bd lihep plasma tubes with a gel separator and are centrifuged for either three minutes at 7200 rpm or five minutes at 5600 rpm. The customer stated to customer technical support (cts) that the sample was clear without visible fibrin or hemolysis. The sample was analyzed through the closed tube aliquotter (cta) on both instruments. Qc information has not been supplied to date. However, the customer stated to cts that qc was within their established ranges prior to the event. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011 which failed due to qns (quantity not sufficient) flags on the last two replicates of the washed portion. The last known good system check was performed on (B)(4) 2011 which passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse visually inspected the instrument and no issues were noted. The fse replaced the aspirate probes, verified alignments and the transducer voltage. The fse performed a routine system check which passed within instrument specifications. The fse rebuilt the wash pump and replaced the rotor/stator assembly. The fse performed a high sensitivity system which passed within instrument specifications. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining an erroneously elevated troponin (accutni) result above the acute myocardial infarction (ami) cut-off for one patient, generated by the unicel dxc 600i access immunoassay system. The erroneous result was reported out of the laboratory. Subsequent testing on an alternate instrument produced a lower result within the risk stratification range. It is unknown if patient treatment was affected in this event.